Event description:
It was reported that the wake button was unresponsive. Pump turned on when plugged into a power source. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.